Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Twenty four ventricular sensing integrity counts (sic) in the timeframe of (B)(6) 2015; no episodes available to verify lead noise oversensing and inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms. Impedances continued to be high.

Event description:
It was reported that there was high pace impedance on the right ventricular (rv) lead and the patient's device was alarming. Short interval counts (sic) were also noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbc3d1 ICD, implanted 2015-(B)(6). (B)(4).